Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that boston scientific technical services were contacted to discuss high, out of range pacing impedance measurements from a competitor's right ventricular (rv) lead. Provocative maneuvers had previously been performed which did not show noise, but did elicit jumps in the impedance measurements. Device data was reviewed which also showed loss of capture. Diagnostic imaging was recommended to confirm the rv lead integrity. At this time, the system remains implanted with no adverse effects reported.

Event description:
It was reported that boston scientific technical services were contacted to discuss high, out of range pacing impedance measurements from a competitor's right ventricular (rv) lead. Provocative maneuvers had previously been performed which did not show noise, but did elicit jumps in the impedance measurements. Device data was reviewed which also showed loss of capture. Diagnostic imaging was recommended to confirm the rv lead integrity. At this time, the system remains implanted with no adverse effects reported.